Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of chest pain after the implant. The physician decided to revise both of the leads to eliminate the patient's pain. The issue was resolved, and the leads remain in use. No further patient complications have been reported as a result of this event.